Event description:
It was reported that a patient underwent a bladder biopsy and a sling procedure in 2008. Post-operatively, the same day, the patient experienced urinary retention. The patient had an abnormal voiding pattern on discharge and was sent home with an indwelling catheter. Subsequently, the patient had a surgical revision/release of the sling. The patient has recovered completely with normal voiding and no stress urinary incontinence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.